Event description:
During a shoulder procedure a portion of the distal tip of an expressew suture passer needle broke off into the patient's joint space and remains therein. The case was concluded successfully without further incident or harm to the patient.